Event description:
Medtronic received info that this aortic bioprosthetic valve, implanted 34 months, was explanted due to aortic regurgitation.

Manufacturer narrative:
Evaluation: device history reviewed. Result: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to pt condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. The left right and right non-coronary commissures were intact. There was a large tear in the left cusp along the non-coronary left commissure which appears to have occurred during explant. Thick glistening off-white pannus extended over the tissue and base stitching, onto the inflow margin of attachment of all cusps, into all inferior coaptive areas and 1 to 2 mm onto all cusps, reducing the inflow orifice area. An unk amount to pannus appears to have been removed during explant. Radiography showed no evidence of mineralization in the valve and host tissue. Conclusion: the device history record revealed that this valve met all specifications when released for distribution. Reduced performance of the valve was attributed to host tissue overgrowth on the valve. These findings are generally considered a patient related condition.